Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2017-09-29 reporting that an x-ray was done and an antenna locator (al) was performed to resolve the poor coupling and ins flip issues. The cause of the ins flipping was unknown and that it was possibly due to transferring the patient. It was noted that the patient would be revised with a new system. Patient weight at the time of the event was unknown. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting that the patient had poor coupling. It was reported that they had only two coupling bars when the antenna locate test was at 48 to 68. It was reported that an x-ray was performed which confirmed that the ins was flipped. It was reported that the rep sent an email of the x-ray to technical services and it was confirmed that the ins was on the right buttock and appeared to be flipped in the x-ray. No symptoms were reported. No further complications were reported/anticipated.

Event description:
Information was received from a patient via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for radicular pain syndrome (radiculopathies) and spinal pain. It was reported that the patient had poor coupling when recharging. They stated that they would on get 0 to 2 bars. The patient reported that they used to get good coupling (8 bars), but a week ago they started only getting 0 to 2 bars. The patient stated that they were in a wheelchair and was lifted out of the chair. An antenna locate feature was performed but did not resolve the issue. It was reported that they were able to get a difference of 10 points between the left and top numbers, but that they were never able to get more than two coupling bars. It was reported that they did have access to another recharger to charge the ins with but this did not resolve the issue. The rep tried another recharger, but they got the same results. It was reported that pocket issues that could be related to the issue was a possible flipped ins and an x-ray was recommended. It was also indicated that the ins was not too deep. It was reported that the event occurred in (B)(6) 2017 and no symptoms were reported. Additional information along with x-rays were received later the same day. At that time it was reported that the x-rays determined that the ins was flipped. No further complications were reported/anticipated.